Manufacturer narrative:
(B)(4).

Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. The stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. The physician attempted to pre-dilate the lesion using a 15mm x 2.25mm nc quantum apex balloon catheter. However, on the first inflation of the balloon, it was inflated to 6 atmospheres for 10 seconds and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. The stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. The physician attempted to pre-dilate the lesion using a 15mm x 2.25mm nc quantum apex balloon catheter. However, on the first inflation of the balloon, it was inflated to 6 atmospheres for 10 seconds and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.